Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 7/22/97 in site #20 (class iii bone) during a complex procedure in which the pt had a deep lingual undercut and a knife edge ridge. Bone augmentation was performed using autogenous bone. The clinician reports that the reason for implant failure was do to the fact that the implant may have perforated the lingual plate of the mandible although it felt solid at the time of implant placement. At the time of implant failure, the pt experienced pain and swelling. The implant was removed on 8/18/97.